Manufacturer narrative:
It was stated that the user had strained their back but required no treatment for the injury.

Event description:
It was alleged that the power load dropped a cot and a firefighter alleged that his back was injured during this event. No patient was involved during this event.

Manufacturer narrative:
Additional information regarding the alleged injury was not provided.

Event description:
It was alleged that the power load dropped a cot and a firefighter alleged that his back was injured during this event. No patient was involved during this event.